Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
During a procedure, there was resistance to reposition the subject coil due to the severe tortuous anatomy. After repeated pushing and pulling to reposition the coil, the subject coil got fractured from the coil junction. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.¿

Event description:
During a procedure, there was resistance to reposition the subject coil due to the severe tortuous anatomy. After repeated pushing and pulling to reposition the coil, the subject coil got fractured from the coil junction. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.¿

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that after repeated pushing and pulling to reposition the subject coil, the coil got fractured from the coil junction. The fractured coil was removed from the body with the entire microcatheter and retrieved out of the microcatheter by a goose neck snare device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, the tortuosity of the patient's anatomy was severe, no torque was given where advancing the delivery wire, the coil was advanced slowly and gently without applying excessive force, and a non-stryker microcatheter was used in the procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.